Event description:
A (B)(6) female admitted for electric cardiac catheterization on (B)(6) 2010. Risks and alternatives of procedure, and conscious sedation explained to patient. Consent obtained, pt brought into cath lab. Puncture sites prepped, draped usual fashion. Right femoral access obtained, temporary pacemaker placed. Ventriculography initiated. Injector triggered to release dye/contrast for three seconds. No dye observed in the ventricle. Pt went into ventricular fibrillation, intubated and aggressively resuscitated. After 30 minutes code was called, pt pronounced at 10:52 am. (Pt death associated with intravascular air embolus while being cared for in facility).